Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, there is no patient involvement and no harm reported to any patient. Upon evaluation of the device, it was observed that there was no image inside mask for the device. This is attributed to the failure of the printed circuit board. The entire patient set needs to be replaced. In addition, the power switch was broken and stuck. The power switch is of the old type and needs upgraded. The user¿s complaint of the switch was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for evaluation and repair for the issue of the power button not being able to turn off as observed during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the device, it was observed that there was no image inside mask for the device. This is attributed to the failure of the printed circuit board. This medwatch is being submitted for the issue of no image observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board (dr substrate) could not be identified. Olympus will continue to monitor field performance for this device.